Event description:
Consumer stated: affordable but not recommended for children that are learning to brush their teeth as they gnaw on it. The back of the toothbrush is falling apart and keeps getting into my child¿s mouth, otherwise it¿s great for older children.